Event description:
It was reported that during in service training performed by a getinge product specialist, the cardisosave intra-aortic balloon pump (iabp) experienced a helium leak. The leak was reported to be a direct leak when opening the helium bottle and could be heard over the phone. In addition, the leak was described to be on the lower side of the helium regulator. There was no patient involved and no adverse event reported.

Event description:
It was reported that during in service training performed by a getinge product specialist, the cardisosave intra-aortic balloon pump (iabp) experienced a helium leak. The leak was reported to be a direct leak when opening the helium bottle and could be heard over the phone. In addition, the leak was described to be on the lower side of the helium regulator. There was no patient involved and no adverse event reported.

Manufacturer narrative:
The suspected faulty high pressure helium regulator was returned to getinge's national repair center (nrc) for evaluation. A getinge electronic technician installed the high pressure helium regulator into the cardiosave test fixture and performed the leak test per procedure. The results of the test failed and it was noted that the outlet port leaks when pressure is applied to the high pressure helium regulator . The high pressure helium regulator will be stored and then discarded per procedure.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed a significant helium leak below the helium regulator. The fse replaced the helium regulator then ran the leak test for 20 minutes and noted that the test passed to factory specifications. Additionally, stm completed all safety, functionality, calibration checks, and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The suspected faulty helium regulator will be returned to getinge's national repair center for failure analysis. A supplemental report will be submitted when additional information is provided. The initial reporter named is a getinge employee whose contact details are: telephone number (B)(6); email address: (B)(6), which differs from that of the event site.

Event description:
It was reported that during in service training performed by a getinge product specialist, the cardio-save intra-aortic balloon pump (iabp) experienced a helium leak. The leak was reported to be a direct leak when opening the helium bottle, and could be heard over the phone. In addition, the leak was described to be on the lower side of the helium regulator. There was no patient involved, and no adverse event reported.

Event description:
It was reported that during in service training performed by a getinge product specialist, the cardisosave intra-aortic balloon pump (iabp) experienced a helium leak. The leak was reported to be a direct leak when opening the helium bottle and could be heard over the phone. In addition, the leak was described to be on the lower side of the helium regulator. There was no patient involved and no adverse event reported.